Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 39 devices with download stopped. A technical support specialist (tss) most outages were linked to station restarts and caused the server to stall synchronized. Tss testing with agents showed that stations with version 3.22.0.21 triggered the issue, while those with version 3.22.3.2 did not. Tss confirmed one affected station, was reimaged to version 3.22.3.2, and the issue no longer occurred after a restart. Tss identified 102 stations running the older version. Tss recommended remediation was to upgrade to the newer version. Tss further research was planned based on future outages. The system functioned as intended after the technical support specialist troubleshot the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, devices had download stopped and switched over to critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, devices had download stopped and switched over to critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.